Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's infusion set's tubing got detached at the quick release. The patient observed insulin out of the tubing after changing the set. The patient had this issue with one set. No further information available.